Event description:
The device was later explanted and replaced.

Event description:
It was reported that the device had an electronic reset. The reset was noted on a manual remote monitoring transmission and the patient was being contacted to come to the clinic for evaluation and clearing of the alert. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : subsequently, the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was later reported that the patient came to the clinic for evaluation and clearing of the alert.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies however there was a power-on-reset for a write to locked ram with a patient alert triggered on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.